Event description:
The rptr diagnosed the pt in a shockable arrhythmia and switched the device to manual mode of operation. Reportedly, the device charge ready toned but did not discharge energy to the pt. This allegation was based on no expected noise emitted from the device with activation of the shock switch and no expected pt response. The pt was not resuscitated.